Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies identified. Unable to confirm high lv thresholds. Concomitant medical products: d334trg ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The left ventricular (lv) lead exhibited high thresholds. The device and lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.